Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: on investigation, the pump was unresponsive; no audio tone or vibration and a blank display screen. Pump history and black box download was not possible. Product analysis was unable to investigate the alleged inaccurate delivery complaint because the pump was unable to power on for testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 60mg/dl with severe dizziness, associated with an alleged history settings issue. Reportedly the patient resumed pump usage after replacement and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia and the pump could not be ruled out as a contributing factor.